Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025 , the patient experienced a hypoglycemic episode. At the time, the cgm showed a reading of 103 mg/dl, and the patient showed symptoms of shakiness and pallor. Concerned by her condition, her spouse contacted the emergency medical services alliance (emsa). Upon arrival, emsa performed a fingerstick blood glucose test, which showed a low reading of 39 mg/dl. Due to the severity of her symptoms at the time, the patient was unable to recall the cgm reading at the time. Emsa administered treatment until the patient's glucose levels returned to a normal range. The patient was not transported to the hospital, and emsa departed the residence after confirming her condition had stabilized. As of the time of this report, the patient is in good and normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.